Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, once the device was activated it stuck to the tissue, causing it to bleed when it was pulled to release the tissues. There was no patient injury. No medical or surgical intervention was needed.